Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized.

Event description:
It was reported that while performing (B) (4) upgrade, a pt's generator showed high lead impedance. There was no reported manipulation or trauma by the pt and the device was programmed off. X-rays were taken and evaluated by the MFR which revealed an acute angle on the lead. The current treating neurologist was informed of the x-ray eval, but at the moment, good faith attempts to obtain add'l info have been unsuccessful to date.